Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the insulin on board (iob) display was missing. Customer's blood glucose level ranged from 128-144 mg/dl. Reportedly, customer will continue to use a backup insulin pump for insulin therapy